Manufacturer narrative:
The sample collection and centrifugation data was not provided. No specific event related qc data was supplied. The instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-analyzing and verifying unexpected accutni results prior to reporting results. A definitive root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated some occurrences of non-reproducible false positive accutni results. The erroneous results were not reported out of the laboratory. The actual pertinent data was not provided. The customer did not report effect to the patient or user attributed or connected to this event.